Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient could not get to sleep due to a second degree burn injury. The patient had her device set up where it turned off at night when she went to sleep, but because she could no longer sleep she did not want her device turning off. The patient stated that when she would turn the device on after it shut off it would turn off again a few minutes later. The patient stated she never wants the stimulation off. The product service specialist (pss) worked with tech support and the patient to determine if the ins had the ability to have scheduled therapy. Pss then worked with the patient's recharger to see if low ins battery level caused the ins to turn off. The patient's battery showed between one-half and three-quarters. The patient stated she would charge every night to see if it resolves the issue. The patient reported that charging the device every night solved the issue.

Event description:
Follow up information received from the patient reported that there were no device issues of any kind to the second degree burns and that they were due to burning brush and the wind changed and blew the fire back on the patient. The patient sustained burns on both arms, their face, and ¿right stump¿. They further noted that being in a power chair they were not able to get away from the fire quickly. The patient mentioned that because of the their ins they had felt no pain ¿at all¿ from the burns and stated that they ¿thanked god I have the stimulator¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.